Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor pump in which the pump ran for 25 seconds then alarms in surgery. The event occurred during patient therapy. Patient therapy was interrupted. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in an unspecified procedure. According to the complainant, the proximal end kinked near the handle and they were unable to open and close the basket. No patient information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause is that the motor separated from the gear box. The motor has been replaced.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.